Event description:
The customer contact reported the pt received less medication than intended. On (B)(6) 2012, at an unspecified time, the device was programmed to deliver dilaudid 6mg/ml, in the pca only mode, and the delivery was started. No further programming parameters were provided. After an unspecified length of time during the night, the pt reported still being in pain after pressing the button on the pt pendant. The physician was notified. It was reported that the pt treated with unspecified as needed medication for pain throughout the night. On (B)(6) 2012, at an unspecified time in the morning, the pt continued to complain of pain after pressing the button on the pt pendant. At that time, the nurse noted the display indicated 6 mg had been delivered: however, the vial had approximately 20ml remaining instead of the expected empty vial. The device was removed from clinical service. Therapy was resumed using a replacement device. After an unspecified length of time, it was reported that the pt's pain was relieved. During testing at the user facility, the device did not alarm when a distal occlusion was present. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.